Event description:
It was reported that the pt's hip was revised due to incorrect sizing.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no product, part numbers, lot numbers, x-rays, surgery notes, or other pt info was provided. Therefore, it is not possible to investigate the cause of this issue. Based on the available info, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.